Manufacturer narrative:
3 of 4 mdrs: the device is not available to the manufacturer.

Event description:
It was reported that during the treatment of a micro- perforation to the m2 of the left mca, physician used the microcatheter and subject guidewire to deploy stent. He re-sheathed the stent and during deployment it was slightly migrated to forward direction while applying forward pressure to delivery system and covered the mca branch. 15 minutes post deployment physician noticed contrast leaking distal to the stent indicating vessel perforation. On review of imaging, it was cleared that the perforation happened before stent deployment and after the placement of microcatheter and subject guidewire. It is undeterminable if the devices caused the perforation. Balloon angioplasty was performed to stop bleeding and protamine was administered to reverse heparin. 4 hours post procedure patient started bleeding again at m1/m2 bifurcation. Another surgery was performed to remove the blood from brain and the stent was seen protruding from the vessel. It is undeterminable if the stent caused the perforation. Patient suffered paralysis and is currently in ICU. No additional information available.

Manufacturer narrative:
B2: outcomes attributed to ae: added: hospitalization-initial or prolonged and disability or permanent. B5 - executive summary: updated. F10: clinical /health signs code grid : ¿paralysis: corrected to paresis .¿loss of consciousness ¿ added. F10: health impact code grid : ¿intensive care ¿ added.

Event description:
It was reported that during the treatment of a micro- perforation to the m2 of the left mca, physician used the microcatheter and subject guidewire to deploy stent. He re-sheathed the stent and during deployment it was slightly migrated to forward direction while applying forward pressure to delivery system and covered the mca branch. 15 minutes post deployment physician noticed contrast leaking distal to the stent indicating vessel perforation. On review of imaging, it was cleared that the perforation happened before stent deployment and after the placement of microcatheter and subject guidewire. It is undeterminable if the devices caused the perforation. Balloon angioplasty was performed to stop bleeding and protamine was administered to reverse heparin. 4 hours post procedure patient started bleeding again at m1/m2 bifurcation. Another surgery was performed to remove the blood from brain and the stent was seen protruding from the vessel. It is undeterminable if the stent caused the perforation. Patient suffered paralysis and is currently in ICU. No additional information available. Update: it was reviewed on 04-apr-2022 that during the procedure prior to flow diverter stent implantation, when the subject guidewire was advanced along with the microcatheter, the patient suffered micro-perforation to m2 of left mca (middle cerebral artery) that went un-noticed for approximately 45 minutes as the bleed was very small and was noticed only after 15 min post deployment of flow diverter stent when the contrast leaked into brain. Micro-perforation was quite distal to where the flow diverter was implanted. Protamine was administered to reverse heparin and balloon angioplasty was done to help stop bleeding/patch vessel. Four hours post procedure, patient was moved to neurosurgery to remove blood from brain. Patient was still in ICU last heard. Physician says the best outcome for patient is hemiparesis, vegetative state.

Event description:
It was reported that during the treatment of a micro- perforation to the m2 of the left mca, physician used the microcatheter and subject guidewire to deploy stent. He re-sheathed the stent and during deployment it was slightly migrated to forward direction while applying forward pressure to delivery system and covered the mca branch. 15 minutes post deployment physician noticed contrast leaking distal to the stent indicating vessel perforation. On review of imaging, it was cleared that the perforation happened before stent deployment and after the placement of microcatheter and subject guidewire. It is undeterminable if the devices caused the perforation. Balloon angioplasty was performed to stop bleeding and protamine was administered to reverse heparin. 4 hours post procedure patient started bleeding again at m1/m2 bifurcation. Another surgery was performed to remove the blood from brain and the stent was seen protruding from the vessel. It is undeterminable if the stent caused the perforation. Patient suffered paralysis and is currently in ICU. No additional information available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that a perforation to the m2 of the left mca. With a microcatheter and 2 guidewires involved went un noticed. During the procedure the stent device was resheathed then redeployed. During the second deployment device jumped forward and covered the mca branch. Finished deployment of stent and finished case. 15 min post deployment of evolve noticed contrast leaking into brain, indicating perforation of vessel. On review of imaging from case perforation occurred before evolve, and originated from prior to placement of implant. "Med management and balloon angioplasty were administered to stop bleeding". The perforation occurred after the placement of microcatheter and guidewire and before the subject stent. Follow up with physician regarding patient the doctor stated patient re-bled around 4 hours post op. Patient moved to neurosurgery to remove blood from brain. During neurosurgery the doctor indicated evolve stent was protruding proximally at the m1/m2 bifurcation. The physician thinks this could be from the surgeon manipulating the open brain, but ultimately, indeterminate. Protamine administered to reverse heparin, balloon angioplasty done to help stop bleeding/patch vessel. Physician says best outcome is hemiparesis, vegetative state. The anatomy was moderately tortuous and the doctor does not think this contributed to the reported event. The device was set up as per dfu and flush set up and maintained during the procedure. Protamine was administered to reverse heparin and balloon angioplasty done to help stop bleeding/patch vessel. An assignable cause of anticipated procedural complication will be assigned to the as reported 'patient intracranial hemorrhage¿, 'patient vessel perforation' and ¿patient neurological deficit¿ events, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.